Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) received user facility report stating: after using "fm da vinci xi fcp prograsp 14" in the patient the pa-c [physician assistant certified] took the instrument out and noticed that the cable by the forceps end was broken and sticking out.